Event description:
It was reported that the insulin pump alarmed displayable history crc check failed on start up. Customer's blood glucose was 300 plus mg/dl. Customer stated that he had high blood glucose due to he was sick. Troubleshooting was done. Customer stated the alarm occurred twice. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a display history failed on startup alarm in the history file. Insulin pump alarmed due to corrupted history file. Insulin pump had minor scratches on display window.